Manufacturer narrative:
Battery life remaining: <7 months.bper visual inspection: no physical damage to cap, cartridge holder, or inpen was noted. Dust/debris is found under dose window and dried up insulin is present all over cartridge holder, dose nut and inside cap. Customer reports: inpen not paring to app. Unit paired successfully to commercial app. My inpen menu displayed: 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. The dose button was removed and dust / debris was found under the dose button. Inpen electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. A battery test was performed and battery measure at 3.0 volts. Inpen was cut open and after inspection it was found that traces of moisture in and around the encoder pattern wheel and encoder solder joints at flex pcba.in conclusion: inpen received working as design. However, during inspection traces of moisture damage was found in the encoder pattern wheel. Ingress of fluids can cause electrical shorting on the electronic assembly causing inpen not to pair or inaccuracies. The patient complaint of inpen not pairing app could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen was not connected with phone. No harm requiring medical intervention was reported. The customer had discontinued to use the device.